Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Mics broke apart intra-op. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that the mics broke apart intra op. Product evaluation and results: per case number (B)(4) the alleged failure mode was confirmed. Unable to repair mics as with the new cable did not fix the issue. Disposition - (return to vendor). Rtv reason: broken pivot handle. Product history review: review of device history records indicate (B)(4) devices were manufactured under lot k067q and (B)(4) devices were accepted into final stock on 12/06/2015. No non-conformance were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k067q shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc and CAPA are associated with the failure mode reported in this event.

Event description:
Mics broke apart intra op. Case type: tka.